Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The cardiologist pulled the first needle before noting that the second needle did not present. Needle backdown was not successful. The pt was taken for surgical device removal. Surgery was successful and the pt did fine.